Event description:
It was reported that stent damage occurred. A 3.50 x 16mm synergy xd drug-eluting stent was selected for use. However, the stent part was lifted when device was opened. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
(E1) initial reporter city: (B)(6). Device evaluated by MFR.: synergy xd mr ous 3.50 x 16mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found signs of stent damage. Stent damage was noted in the middle region of the stent. Struts were found to be bunched. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip identified no issues. A visual and tactile examination of the hypotube identified multiple hypotube kinks. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that stent damage occurred. A 3.50 x 16mm synergy xd drug-eluting stent was selected for use. However, the stent part was lifted when device was opened. The procedure was completed with another of the same device. No patient complications were reported.